Event description:
The balloon was being utilized for molding of an abdominal aortic graft. The procedure was uneventful, but the pt developed tears of the infrarenal aorta at the site of molding of the neck and in the left common iliac artery at the site of molding the left iliac limb. The aortic tear was managed by open repair and the iliac tear by placement of a long limb extension, excluding the torn segment in addition to interal iliac embolization. At the time of the surgery, it was noted the aortic wall appeared thinner than normal.